Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that noise was displayed on the ventricular egm. Ventricular thresholds were also high.